Event description:
Caller reported air bubbles and gaps in the tandem mobi cartridge, observed during pumping. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to load a new cartridge using the proper technique, enabling them to successfully resume insulin therapy. Issue was resolved.